Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument data, the cse replaced a defective aspirate probe 4 pinch valve. Quality controls were run, resulting within range. The cause of the discordant, false negative thcg results was due to a defective aspirate probe 4 pinch valve. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false negative total human chorionic gonadotropin (thcg) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia centaur xp instrument, resulting positive. One patient sample which resulted positive at a satellite laboratory was sent for testing at the customer site. The sample resulted falsely negative on the advia centaur xp instrument. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative thcg results.